Event description:
It was reported that the customer's insulin pump received an off no power alert without a low battery indicator. The customer's blood glucose level was 103 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed failed battery test after battery installation due to faulty battery tube. Unable to verify off no power alarm due to failed battery test alarm. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.